Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 122 mg/dl. Customer states after changing infusion set, she woke up with blood glucose of 400 mg/dl. Troubleshooting was not performed due to past complaint. Issue was corrected with infusion set change. Customer was advised to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).